Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor used green reloads to transect the stomach. There was no problem in the first firing. After the nurses have loaded the 2nd reloads, he closed the jaw. However, he found that he could not open the jaw after inserting the staplers into the trocar. He tried to open the jaw by pushing the opening knob, but failed, he then pushed the reverse button, and the jaw can be opened now. He closed the jaw again on the tissue, he could fire it successfully. Then he removed the 2nd reloads and loaded the 3rd reloads, the firing was ok. During the 4th reloads, the same situation happened. He could not open the jaw again. And he pressed the reverse button, there was no action by the staplers (he did not check the knife position at that time). He removed the staplers from the patient and opened a new stapler. He did not use the manual release button. After the surgery, the stapler was successfully opened by pushing the opening knob hardly, they removed the staple. There were no adverse consequences for the patient reported.